Event description:
Info received indicates the bed is only operating intermittently from both siderails.

Manufacturer narrative:
The tech found the beds gci showing codes (B) (4). The tech replaced the both siderail ucm boards to repair the bed.